Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Control solution testing has been performed . No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Partial product was returned for this complaint. A valid lot number was not provided for the precision strips. Dhrs for the freestyle optium meter were reviewed and the dhrs showed the freestyle optium meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle optium meter continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and precision strips , no trends were identified that would indicate any product related issues. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.